Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in an adult female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1997, (B)(6) 2000,(B)(6) 2003, (B)(6) 2008.). In 2008, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced mood swings ("hormonal changes- mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial)), surgery (hysterectomy (partial),) and surgery (underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, mood swings, vaginal haemorrhage, migraine, headache, nausea, vaginal discharge, fatigue and alopecia outcome was unknown, the pelvic pain had resolved and the menorrhagia and dysmenorrhoea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of patien's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: no dye went through. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received, reporter added, event added as:- hormonal changes: mood swing, abnormal bleeding (vaginal), hysterectomy (partial), pregnancy (stillbirth or miscarriage), infection (other) describe: pelvic inflammatory disease, migraines / headaches, migration of essure device, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought medical attention from her health care provider. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.